Event description:
IV tubing at the base of the pump was cracked and lipids were leaking through the tubing. Unable to determine how much lipids were not infused into the pt. Dates of use: 2008. Diagnosis or reason for use: infusion of lipids. Event abated after use stopped or dose reduced: yes.